Event description:
It was reported an occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The issue remained unresolved due to pump issues and a replacement pump was sent.